Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's implant was "kicking on and off by itself". It was stated that the device was not doing anything for her pain. It was reported that the device was taken out because "the leads kept moving". It was noted that there were 3-4 revisions. Then the patient went to different doctor who put in "paddles". It was noted that had "worked for a while" and that it had been "helping her". Further information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).